Event description:
Home patient (hp) reports incomplete prime of patient line of homechoice set. Hp reports that was unable to reprime line and had to reset up with new supplies to complete treatment. No pt injury or medical intervention required per hp.